Event description:
The facility reported that this pump was started on a monday with a 46 hour chemotherapy infusion programmed. The patient returned to their facility two days later as expected and the IV bag still looked full. The pump showed that only 3cc of the 270cc total was actually infused. The patient was not aware that the device had not been running and reportedly did not tamper with the device. The facility reports that there was no harm to the patient and the doctor restarted the chemotherapy cycle the following week with a different device. The facility's representatives were unable to provide specific patient details, if this information is received a follow up report will be submitted.